Manufacturer narrative:
H11: an actual sample was received for evaluation. A visual inspection with the naked eye observed the dark blue female connector was separated from the light blue main body. Functional testing was performed which included leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The reported condition was verified. The sample did not meet specification due to the separation. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.